Manufacturer narrative:
Correction to field b5: edit to describe event or problem - early replacement indicator mode changed to elective replacement indicator mode correction to field h6: patient codes: added code for patient symptoms of dystonia - 1982 neurological deficit dysfunction - provided via additional information received on 09nov2020. Device technical analysis: the returned ipg was analyzed and the battery measured 2.64 volts and had entered elective replacement indicator mode. The device was in service for 27 months with an energy use index eui of 19.4. The devices longevity is within the expected range of 24 months per direction for use. Lab analysis of the device did not reveal any anomalies. Investigation conclusion: with all the available information, boston scientific concludes through observation and testing that the reported event of inadequate stimulation due to ipg entering elective replacement indicator state was confirmed. Therefore, the probable cause is no problem detected.

Event description:
It was reported that the patient implanted with this deep brain stimulator dbs system was experiencing unspecified symptoms due to inadequate stimulation. The physician discovered that the implantable pulse generator ipg had entered into elective replacement indicator mode. When the physician attempted to increase the stimulation amplitude he was unable to as the patients maximum limit had been reached, and reprogramming was not possible. The patient underwent a revision procedure to replace the ipg. The patient was noted to be doing well following the procedure and fully recovered. Boston scientific subsequently received information indicating that the unspecified symptoms patient was experiencing due to inadequate stimulation was a worsening of dystonia in the neck and face.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ipg went into early replacement indicator mode. When the physician attempted to increase the stimulation amplitude he was unable to as the patients maximum limit had been reached, and reprogramming was not possible, wherein causing the patient to experience inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well post operatively.